Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-feb-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies in drawer 1.2 were popped out. A field service engineer (fse) removed the cubies, cleaned the cubie and drawer contacts, reseated all cables and confirmed that the issue was resolved. Fse then performed a preventive maintenance and replaced the cracked face plate. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 1.1 experienced an issue where the cubies repeatedly popped up and failed to detect a cubie. Nurses were unable to access medications due to the failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.